Manufacturer narrative:
G4: 23oct2020. B4: 26oct2020. A cpu pcba (central processing unit printed circuit board assembly (cpu pcba) was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the cycle test did not produce any errors. No fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 07aug2020. B4: (B)(6) 2020. A philips field service engineer (fse) was dispatched to the customer site and it was determined that the power management printed circuit board assembly needed to be replaced to return the device to working condition. The fse replaced the power management printed circuit board assembly . The device passed performance verification testing and was placed back into service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15may2020.

Event description:
The customer reported a primary speaker failure. The device was not being used for treatment and there was no patient involvement/harm when the reported event occurred. Technical support advised the customer to restore the option codes. The customer completed the options restoration and the reported problem was resolved. The ventilator was calibrated successfully and passed all required testing.